Event description:
It was reported that the patient presented in clinic for a routine follow-up. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise oversensing resulting in inappropriate mode switch episodes. No changes or interventions were done; the ra lead will continue to be monitored. The patient was in stable condition.